Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 42 mg/dl; cause was not known. Customer consumed a "glucose hypopak" to initially address the bg. At the ER, healthcare providers administered intravenous fluids of saline and glucose to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged from the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.